Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second proglide device referenced is filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported event was not confirmed; however, analysis of the returned device revealed a link was broken at the posterior cuff and can appear to the user very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device using a 6f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, when the needle plunger was retracted a cuff miss had occurred. The vessel was re-wired and the proglide device was removed. A second proglide device was used with the same results. Hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.